Event description:
The pt experienced shocking sensation down her right side. Impedances of the left lead indicated an open circuit, but x-ray (date not reported) did not show any breakage. The lead was replaced. The impedances and current on the left lead were the following: see scanned table. The extension and implantable pulse generator were replaced during the stage 2 surgery. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The lead was returned to the manufacturer on 05/23/2008 for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.